Event description:
The customer reported a "boot error." There was no adverse patient impact reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported a "boot error." There was no reported patient involvement.